Event description:
It was reported that the zimmer dermatome motor was skipping. Additional clinical f/u with the hosp indicated that the motor sound and speed had been variable, as if it was skipping or running rough. The dermatome had produced two acceptable planned donor harvests. It was also reported that a third planned harvest was shredded. The customer stated there was no harm, injury, delay, increased surgical time, or medical/surgical intervention. The harvested skin graft that was reported as shredded was stated to have been used and there was no report of any additional donor harvest.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 5 yrs old and was last returned to the MFR for repair on (B)(4) 2011. Upon arrival, device displayed damage to the head and control bar; however the damage was not sufficient to cause a shredded graft. Customer revealed during clinical f/u that device functioned properly for the first two grafts and event occurred during third graft. Customer most likely used improper technique to cut the final graft. The cause of the reported issue is most likely user error. The device was serviced and returned to the customer.